Event description:
The caller reported that the tube's cuff or pilot balloon was leaking. A non-routine replacement of the tube was required. The model, size and lot number of the tube is unk.

Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.